Event description:
The patient was charging more than expected. She had to recharge 8 hours a day to maintain charge. It was also reported that two leads were not working. The managing physician was planning to remove the system and replace with a new one. The stimulation was "helping some" with symptoms. Additional information has been requested, but was not available at the time of this report.